Event description:
It was reported that this right ventricular lead exhibited undersensing on the right ventricular channel. Due to this overpacing was observed. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.